Manufacturer narrative:
(B)(4).

Event description:
The patient experienced lack of therapeutic effect, she 'felt it numb' during the trial basis, and that was the only time she felt relief. 'Ever since' the implant the patient and healthcare provider (hcp) 'tried to go up' to 'where it needs to be,' it was noted that 'nothing seemed to work.' The patient felt 'aggravated,' was 'about ready to lose it,' and 'didn't know what else to do.' The hcp 'detoxed' the patient because the patient had become 'immune to the narcotic,' it was clarified that the patient had been on a drug holiday, the length of drug holiday was not reported. The patient felt like she had 'a stick up her butt all the time,' 'sometimes it's worse than others,' sometimes 'it just jabs in me,' across her lower back and down her right leg,' and she 'still can't really feel all the much of' her right leg. It was later added that a catheter dye study revealed distal catheter retraced/dislodgement/migration. A catheter revision was done. It was unclear exactly what the signs and symptoms related to the event were but it was noted that they began 'shortly after pump insertion (B)(6) 2013.' Patient outcome was not noted. The device system was used to infuse dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: patient programmer 8835, serial# (B)(4), implanted: na, explanted: na; catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).